Event description:
It was reported that the device main board and clutch had an issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken. No damage on top case. Corner lining on bottom case is worn off. Plunger head is cracked by all screws. There was supercap and check clutch errors in history. Performed flow and occlusion tests found on supercap, happened during start-up. The pump had a low profile panasonic supercap. Could not duplicate customer stated problem of check clutch error. After checking alarm history noticed the clutch was released during an infusion causing the clutch error. The root cause was attributed to the customer on clutch, unable to determine on supercap error. The manufacturer replaced main board for supercap error.